Event description:
Caller reported an alarm 2 followed by alarm 264, which led to an occlusion issue causing the customer¿s blood glucose level to exceed 500 mg/dl. The specific value was unknown, but it displayed as "high." No immediate action was taken by the customer. The customer was advised to replace supplies as necessary and resume insulin therapy.